Manufacturer narrative:
Concomitant medical products: product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3487a-56, lot# v912859, serial# implanted: (B)(6) 2012, product type: lead. Product ID: 3487a-56, lot# v984143, implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
The healthcare provider reported via the manufacturer's representative (rep) the patient experienced variable stimulation with positions. The patient stated they had to arch their back to feel tingling in their lower back. It was unknown what led to this event. Relevant medical history includes spinal pain. As a result the patient was referred to a surgeon for revision of the lead to include possible implantation of a surgical paddle lead. The surgeon informed the rep. Their plan was to replace the implantable neurostimulator (ins) with other manufacturers and leave the leads in place and use them. It was reported explant took place on (B)(6). The rep. Had not been informed if this took place as planned, and as of (B)(6) the physician had nothing further to add to this event.